Manufacturer narrative:
The device was returned to olympus for evaluation. A microscopic inspection was performed on the returned device and found a chip near the edge of the light guide lens. The chip on the light guide lens is less than a millimeter in size, and the missing piece was not recovered for evaluation. Additionally, the light guide lens has an internal crack at the same location as the chip found on the external part of the lens. The scope was connected to a test cv-190 processor and the image was tested with no issues displayed on the monitor which could have transpired from the damage on the light guide lens. An olympus borescope was used to perform an internal inspection of the scope¿s biopsy channel and light scrape marks were discovered near the bending section area. There were no abnormalities noted with the suction channel. The scope passed the leak test. Based on the evaluation, the cause of damage to the light guide lens is most likely attributed to mishandling. The instruction manual warns users ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during an unspecified procedure, the scope broke during use on a patient. It is unknown if the intended procedure was completed. There was no patient injury reported.